Event description:
Complainant alleged that while attempting to monitor a pt the device inappropriately shut down and sometimes the device would intermittently not power up. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.